Event description:
Reportedly, during a normal pacemaker replacement performed on (B)(6) 2017, the subject pacemaker was connected to the leads already in place. The auto-detection at implantation was active and the device was pacing outside the pocket. The lead polarity was programmed to bipolar inside the box. Within 20 minutes, the physician tried to program the polarity to bipolar manually. Then, the programmer screen reportedly froze. The program button was inactive (light-grey text on a yellow background) and no yellow upper bar was active. The end button was pressed in order to stop the programmer session and the pacemaker was re-interrogated. A message indicating that the pacemaker was in auto-detection and asking if the physician wanted to program was displayed. After clicking yes, the ECG showed 5 p-waves not followed by qrs complexes. The patient did not report any symptoms.

Manufacturer narrative:
Preliminary analysis of the programmer files revealed that the observed pause was most probably related to the pacemaker hardware specifications leading to a transient phenomenon which can only occur upon activation of the rate response feature (with mv sensor).

Event description:
Reportedly, during a normal pacemaker replacement performed on (B)(6) 2017, the subject pacemaker was connected to the leads already in place. The auto-detection at implantation was active and the device was pacing outside the pocket. The lead polarity was programmed to bipolar inside the box. Within 20 minutes, the physician tried to program the polarity to bipolar manually. Then, the programmer screen reportedly froze. The "program" button was inactive (light-grey text on a yellow background) and no yellow upper bar was active. The "end" button was pressed in order to stop the programmer session and the pacemaker was re-interrogated. A message indicating that the pacemaker was in auto-detection and asking if the physician wanted to program was displayed. After clicking "yes", the ECG showed 5 p-waves not followed by qrs complexes. The patient did not report any symptoms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a normal pacemaker replacement performed on (B)(6) 2017, the subject pacemaker was connected to the leads already in place. The auto-detection at implantation was active and the device was pacing outside the pocket. The lead polarity was programmed to bipolar inside the box. Within 20 minutes, the physician tried to program the polarity to bipolar manually. Then, the programmer screen reportedly froze. The program button was inactive (light-grey text on a yellow background) and no yellow upper bar was active. The end button was pressed in order to stop the programmer session and the pacemaker was re-interrogated. A message indicating that the pacemaker was in auto-detection and asking if the physician wanted to program was displayed. After clicking yes, the ECG showed 5 p-waves not followed by qrs complexes. The patient did not report any symptoms.